Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for further investigation. The goods has been lost during transfer. The review of the received device logs confirms the reported issue in flow transducer test during pre-use check. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As the goods were lost and not available for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).